Event description:
It was reported that the patient died due to unknown circumstances. No further information available.

Manufacturer narrative:
Vice manufacturing date was not initially reported. The correct device manufacturing date is dec 27, 2007.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.